Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a lite glove. During a medical procedure the lite glove split. The customer further reports that the lite glove was removed and another device was used. The patient was prescribed augmentin for one week as a precaution due to this incident.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.